Event description:
During baxter's functionalty testing, a spectrum pump alarmed door not fully latched. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched alarms were reproduced and confirmed through eval. This condition was determined to have been caused by loose link screws. The link screws were replaced.